Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a failure of the charged coupled device (ccd) has been confirmed. Therefore, it is possible that the image did not function properly due to the failure of the charged coupled device (ccd). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image or intermittent image due to a faulty charge-coupled device unit. Upon further inspection, it was observed that the cable had a kink or knot. Lastly, it was observed that the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd camera head had no picture when plugged in. The reported issue occurred during preparation of use for an unknown procedure. There was no patient user harm or injury reported due to the event.